Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implant of a 2.5 x 15 mm rx xience v stent, there was a dissection noted in the proximal rca. The dissection was treated successfully with another xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the xience v IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention". There was no report of any device malfunction at the time of the stent implant. A conclusive root cause cannot be determined.